Manufacturer narrative:
It was reported that "the ballon was deflating with warning" and that the event occurred "3 times in one week," requiring "additional nursing visits to replace the foley catheter and this was repeated 3 times." The customer reported that the individual experienced "some irritation and bleeding from the catheter being changed or coming out on its own" and that the patient "was followed up by md but no new orders" and is currently "doing ok now, we have changed the type of catheter." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
"Foley catheter has come out due to the balloon inflating."